Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited inappropriate anti-tachycardia pacing (atp) and oversensing. Subsequently, an x ray image was performed since dislodgment was suspected, as well as loss of capture (loc). Ultimately, this right ventricular (rv) lead was explanted and replaced. No additional adverse patient effects were reported.